Event description:
The manufacturer became aware of an allegation of an essence nebulizer involved in a thermal event. The dme alleges that the "device turned on by itself even with the switch off and made a crackling noise and caught on fire". Flames were coming out of the on/off switch. There was no report of exposed wires, no patient harm or injury. The manufacturer received the device for investigation. The technician visually checked the nebulizer and found no signs of thermal damage, or other events visible on the plastics near the power switch. The nebulizer was plugged into ac power and completed a partial treatment cycle. The device was left plugged into power but was turned off. The technician cannot confirm the complaint of "nebulizer turned on by itself even with the switch off". Inside the device was small amounts of hair, dirt, dust and debris attached to the fan, motor and pump assemble. The thermal fuse was fully intact. There was no evidence of thermal events found inside the device. There was fluid ingress stains (possibly medicine) on one of the power switch connectors and on the inside bottom enclosure. The investigation found no evidence supporting the allegations of "device turned on by itself even with the switch off and made a crackling noise and caught on fire". There is no supporting evidence of sparks, flames or smoke available on the inside of the device. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.